Manufacturer narrative:
The manufacturer previously reported: "the manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported." A field service engineer visited the customer site to address the unit test failure. The trilogy evo proportional valve and 3-way solenoid valve were replaced to address the issue. The device passed all final tests and returned to clinical use with no operational limitation. The reported failure of an aecm test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. As of this submission, the device evaluation is pending. Further inspection is required to determine whether the failed active exhalation pilot test was due to a component malfunction, improper configuration, or other service-related issue.